Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain it was reported that the patient was able to remove the battery cover from the controller. Patient stated that she had gotten a "software problem" message and was told to reset the li battery. Patient stated initially that she could not get the li battery out. Patient services reviewed the best way to take the battery out and she was able to get the battery out.  Patient replaced the li battery and stated the controller was not coming back on. Patient stated the controller was 100% charged. Patient services reviewed how to replace the battery by lining up the pins. Patient stated she is going to try to get the li battery back in place and get the cover back on the controller and call back if needed. Patient reported issues with the controller saying that for unknown reasons the stimulation would be off when they hadn't turned off stimulation and implant battery hadn't depleted. Patient said now they weren't able to change their group because the controller wouldn't find the device when used wirelessly. Controller finds device with rtm connected and implant was 100% charged. During call patient's husband took battery pack out and re-inserted battery pack but reset didn't resolve controller not being able to find implant. Controller showed "no device found" with aa's . No damage was seen to battery pack. The issue was not resolved. An email was sent to the repair department to replace the device. Pss emailed repair to send replacement controller.  The patient (pt) called back requesting assistance with setting up the replacement controller. Pt indicated their ins battery was depleted, but they were able to get to the recharging screen with the unpaired controller. Pt noted that the controller battery was at 100%, and the ins battery was in the red, which pss reviewed. Pt then reported getting poor recharge quality, and expressed frustration w/ charging the ins several times to pss. Pt stated they would try work through the poor recharge quality/charging screens on their own and would call back if necessary.

Event description:
Additional information was received and it was reported that pt got the stimulator explanted from their back and left it in healthcare provider's (hcp) office. The ins never worked for the pt and was doing no good for them. Pt kept on having messages and someone understood to be a manufacturing representative (rep) put in groups a, b, and c but that never worked for them. Pt did not know when the ins was explanted, maybe a month ago. Pt called stating that they received a letter with a reference number to a previous call. Pt noted they don't remember the call. Reviewed what the letter was to pt. Pt mentioned they had another stim that does not go into their body for the pt would never put one back into their body again.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.